Event description:
Boston scientific crm received information that during a right ventricular lead revision procedure, a setscrew on this cardiac resynchronization therapy defibrillator (crt-d) could not be unscrewed. The physician attempted several times to unscrew the distal pin, but was unsuccessful. The physician then elected to implant a new device. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the distal atrial setscrew hex slot. All other setscrews moved freely and operated normally. Further microscopic analysis noted that the distal atrial setscrew was stuck in the up position and its retainer cap was bent. The distal atrial connector block was pushed out and its retainer cap was removed to further inspect the setscrew threads and functionality. The setscrews were removed from the connector block and no irregularities in the setscrew threads or in the threads of the connector block were revealed. Another setscrew was screwed in its place and operated normally. The thread depth of the connector block is within physical specification for this model device. Device interrogation revealed a battery status of good. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.